Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. There was also a hypotube break 302mm from the hub. It is noted that the break and the kinks are all consistent with excessive force having been applied to the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-apr-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly calcified left anterior descending (lad) artery. A 2.50x32mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion even after pre-dilatation. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a hypotube break.